Event description:
Patient underwent generator replacement on (B)(6) 2016. The explanted generator was reported to be discarded by the facility. Additional programming history was received. A battery life calculation performed with the available data shows that the patient has roughly 0.7 years remaining until neos = yes. Considering that this calculation did not account for the missing data from 2011 to 2015 and the magnet swipes, it is possible that the generator reached normal end of service if there had been programming changes between 2011 and 2015.

Manufacturer narrative:
.

Event description:
Clinic notes were received for patient's generator replacement referral. Notes dated (B)(6) 2015 indicate that the patient's generator could not be interrogated despite several attempts and troubleshooting. Multiple programming systems were used and the wand battery was changed 3 times but interrogation was unsuccessful. The programming systems are not suspected to be an issue as they were able to interrogate another patient the same day. The patient is unable to perceive both normal and magnet mode stimulation. The physician suspects that the generator has reached end of service (eos) and has referred for generator replacement. Battery life calculation was performed with the available programming data (4 years data missing) for the patient. The results show that the patient's generator has 7.3 years remaining until neos = yes. Attempts for additional relevant information were unsuccessful to date.